Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. Analysis was unable to test for battery out limit alarms due to no button response. No moisture damage found on electronics assembly. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 165 mg/dl at the time of incident. The customer stated that the insulin pump was dropped and got exposed to moisture. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.